Event description:
It was reported that an ilet device displayed an alert and became intermittently unresponsive to touch, preventing unlocking and acknowledgement of an alarm, with alarm 62 associated with touchscreen¿lcd communication observed; the display was on, cleaning and stylus use were ineffective, and response improved only when on a charger, after which the device again failed to unlock, leading to device replacement and the patient temporarily reverting to multiple daily injections while blood glucose was 142 mg/dl and stable. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention beyond device replacement, and no hospitalization. Investigation included troubleshooting with the user and review of device behavior through user-provided video. Investigation of this case revealed recurrent touchscreen communication faults that impeded user interaction. It was concluded that the device experienced a malfunction of the touchscreen/display interface leading to loss of user input functionality.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.